Event description:
Two suture packets were removed from a box of sutures and used on the patient. They were found to be defective in that the barbs "didn't grab" and they were made backwards.the lot number and name of company was sent to supply chain to notify manufacturer.there was no patient harm.